Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported that the customer was having low blood glucose as low as 32 mg/dl. Blood glucose was 102 mg/dl at the time of call. Customer stated that the insulin pump over-delivered insulin. Customer wanted to receive a user guide for the device. No other information reported.